Event description:
Hcp reported "abrupt withdrawal symptoms. Drug delivery was slower than it should have been." No report of device explantation. A follow up report will be sent when additional info is received.